Event description:
A customer reported that some time around (B)(6) 2010, she noticed a blank screen on the display of her adc blood glucose meter. She further reported that her blood sugar was dropping, but she couldn't test due to the meter not turning on and subsequently experienced tremulousness and diaphoresis. Paramedics were called, administered glucose via injection and transported customer to a local healthcare facility where she was diagnosed with hypoglycemia. Customer further reported she was hospitalized for three days and over the course of her hospitalization she received insulin, in an attempt to get her glucose stabilized. Customer noted this was not a change to her usual diabetes treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date when the medical event occurred is unknown.